Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4)) failed to start compressions was confirmed during the functional testing and the archive data review. Based on the archive review, the autopulse platform displayed fault code 16 (timeout moving to take-up position) error message. The root cause was a defective drive train motor likely due to a defective component. There was no physical damage observed on the returned autopulse platform during visual inspection. The platform failed the initial functional testing due to fault code 16 displayed when the platform was powered on. Thus, confirming the reported complaint. The autopulse platform did not achieve the target depth for take-up within the specified time (~5 secs) due to the slipped bushing in the defective drive train motor. When the bushing slips, the drivetrain motor will seize and unable to rotate. To remedy the reported issue, the defective drive train motor was replaced. A review of the archive data indicated fault code 16 occurred on the reported event date. Thus, confirming the reported complaint. After service completion, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with a good known test battery until discharged without any fault or error. The autopulse platform passed all functional tests. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
It was reported that during patient care the autopulse platform (sn (B)(4)) failed to start compressions. The user switched to manual CPR, which was performed for an unknown time. The patient's status information was requested but the customer did not provide a response, therefore the patient's status is unknown.